Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Pt ID is confidential by law in finland and therefore cannot be provided.

Event description:
It was reported that the monitor produced inaccurate ECG readings that resulted in an incorrect diagnosis and treatment of the pt. Two identical modules, a cardiac output with invasive pressure (cop) and cardiac output with invasive pressure + svo2 (copsv), were mistakenly inserted in the monitor frame, resulting in ECG interference. Medication was administered to the pt until hospital staff realized the error. The hospital stated that there is a warning printed on the modules instructing the user not to put two identical modules in the same frame.